Event description:
The user facility reported that during a diagnostic colonoscopy, the users had deployed 3 olympus polyloops on 3 different polyp stalks. An unknown model of boston scientific snare was reportedly used to remove the polyps. The physician had then deployed two olympus single use fixing clip devices at the target sites for hemostasis. The attending physician was reported to have not been satisfied with two of the three loop placements as they appeared loose, and elected to cut the loop tails ends with a loop cutter. The users reportedly cut the tail end of the first loop successfully, but failed on the second attempt. As the physician attempted to cut the second loop tail end at an angle, the loop was said to have inadvertently become wedged in the loop cutter blades, and became stuck. The loop cutter handle was then cut with wire cutters, and the endoscope was withdrawn from the patient. The endoscope was reinserted, and similar, but different reusable loop cutter was used to cut the wire and no wire remnants remained. There was no report of patient injury. The patient was reported to have been released the same day with no follow-ups required to date.

Manufacturer narrative:
The reusable loop cutter device referenced in this report was returned to olympus for investigation. The loop cutter was returned with the remainder of a loop caught in the jaws. The device was heavily contaminated with biomaterial which limited the evaluation to visual inspection only. The device has been forwarded to the original equipment manufacturer for further evaluation. If additional significant information is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution. Reference MFR number: 8010047-2009-00044 for the related report associated with the event.